Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy using mdi, and cts sent replacement pump while instructing caller on pump storage mode and return procedures.